Event description:
During preparation for cardiopulmonary bypass, the tone associated with various alarm messages was absent. There were no consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated but not yet begun.